Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the pilot valve was not shifting. Additional malfunctions include the tie wraps were broken, the humidifier was missing, the comp intake was missing, and the cab filter was missing.